Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported they were unable to discharge patients at the information center ix; the system would shut down/crash/reboot upon attempts to do so. The issue occurred after (B)(6) 2018. There was no patient incident.

Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).